Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. Programming changes were made to restore normal device function. The patient had no known adverse effects before, during, or after programming and will continue to be followed up normally.